Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this local representative contacted technical services in 2009, to report that this implantable atrial lead was implanted in 2009. Boston scientific crm received information that the implantable transvenous atrial lead was successfully repositioned. No further intervention was reported.